Event description:
The customer stated they have observed sporadic low results on the architect i2000sr analyzer. A patient generated an initial afp result of 1.96 ng/ml. The sample was retested twice with results of 124.82 and 134.63 ng/ml. The result of 124.82 ng/ml was reported to the physician. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.